Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g3 (initial aware date must be corrected to 03-may-2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "acoustic lens has a chip" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasonic gastrovideoscope acoustic lens had a chip (damage level; reached to the glue-layer). There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.